Manufacturer narrative:
The following devices were also listed in this report: mrhk femoral bushing; 64812110 ; ljh403 . Mrhk femoral bushing; 64812110 ; ljh397. Mrhk tibial sleeve; 64812140; lkf826. Mrhk bumper insert - neutral; 64812130; lkh254. Gmrs dist fem comp std r 65mm; 64952040; jyc7s. Mrh tibial b/plt keel lrg 2; 64813113; hln3l1. Mrs cvd fem st w/o body 13x127; 64853813; 198018d. Kmax stem extndr(s,m,l,xl)40mm; 64768250; lcm1317. Mrh tib rot comp xs-xl; 64812100; 172865a. Mrh axle; 64812120; ctd41886. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: not performed as no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to infection. All poly components were revised, all metal components were removed, washed and sterilized, and re-implanted after surgeon was notified that this was off-label. Rep provided the primary usage sheet and confirmed that no further information will be released by the hospital or surgeon.